Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she sees halos and rings around lights at night and her vision is not sharp. The consumer reported the surgeon performed a yag laser procedure, but there was no improvement in her symptoms. The consumer had a lasik procedure several years prior to her iol implant surgery, and the surgeon elected to perform a lasik enhancement to try to improve her symptoms. The consumer reported that ther symptoms continued and thinks they may be worse since the lasik. The consumer also reported she seems to have increased dry eye symptoms since her lasik and is using artificial tears. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 09/23/2011 and 10/06/2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).